Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not received.

Event description:
It was reported that the patient's stimulation was autoreducing. Further investigation revealed high impedances on both leads. Reprogramming was unable to resolve the issue. Surgical intervention may take place in the future to address the issue.